Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the ins had not yet been relocated and no date had been sent. The consumer experienced a loss of therapy when the lead moved away from the nerve.

Manufacturer narrative:
Correction: product ID: 388928, lot# 0210814682, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported the implantable neurostimulator (ins) was in a consumer¿s lower back region, rather than the usual upper buttock region as the consumer had lost a lot of weight and there was extreme excess skin movement in the buttock region. The ins had dropped significantly due to consumer¿s weight loss, that was why the surgeon had relocated the ins to her lower back, as there was much less skin movement. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.